Manufacturer narrative:
The device history records for radiesse lot 1035265 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
Information on this adverse event was received at merz aesthetics, inc on (B)(6) 2013, by (B)(6). A female patient was injected with radiesse on (B)(6) 2013. On (B)(6) 2013, she developed a nodule in cheek and nasolabial folds, left and right side that resolved on (b)(46) 2013. On (B)(6) 2013, she also developed edema and redness in cheek and nasolabial folds, right side that also resolved on (B)(6) /2013. On (B)(6) 2013, the patient was treated with 3000 me of hyploranidase, 10 mg klaritin, traumal c; on (B)(6) 2013, she was again treated with 3000 me of hyoloranidase, 10 mg klaritin, traumal c; and on (B)(6) 2013, she was treated with 1 mg betamethosone, 500 mg azithromycin and 500 mg and 100 mg nimesulide.